Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue is confirmed through log analysis. Following our investigation, we identified a sake key retrieval failure in the logs. The app was unable to pair with the pump due to a disconnection with the teneo server, which prevented the retrieval of sake keys necessary for successful pairing. The most probable cause appears to be an unstable or weak internet connection. The helpline confirmed that patient issue resolved during their interaction and no further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blood on site, loss of communication between pump and mobile device, calibration not accepted and tape not adhering. The event involved product mmt-6102, unk_ngp, unk_sensor. Troubleshooting was performed and the communication issue was not resolved. No further patient complications were reported. No product return was required for mmt-6102, unk_ngp, unk_sensor.